Manufacturer narrative:
The patient previously had a driveline infection on (B)(6) 2017 and was reported under MFR report # 2916596-2017-03013. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a driveline infection on (B)(6)2018, and had a history of chronic driveline infection. Assessment of the area showed erythema associated with abdominal pain. The patient is currently taking vancomycin and zosyn. No further information was provided.

Event description:
Additional information on (B)(6) 2018: ancef and maxipime were added to the antibiotic treatment.

Manufacturer narrative:
Section b5: additional information was received and reported.

Manufacturer narrative:
The patient remains ongoing on the device. A specific cause for the reported driveline infection could not be determined through this evaluation. The heartmate 3 lvas IFU lists infection (including driveline infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.